Event description:
It was reported to philips that the system's wireless footswitch turned red while charging, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.